Event description:
It was reported that the catheter was used in the medical procedure. However, when the physician injected the contrast through the catheter (subject device), the contrast was not observed in the anatomy, thus the physician attempted to retrieve the catheter and encountered resistance in the anatomy. After retrieval it was noticed that the distal portion of the catheter was separated and was retrieved from the anatomy using a snare.

Manufacturer narrative:
Based on the results of the DHR (device history record) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that the catheter got broken off approximately 15 cm from the distal tip, and the fragments had to retrieved through snare. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.

Event description:
It was reported that the catheter was used in the medical procedure. However, when the physician injected the contrast through the catheter (subject device), the contrast was not observed in the anatomy, thus the physician attempted to retrieve the catheter and encountered resistance in the anatomy. After retrieval it was noticed that the distal portion of the catheter was separated and was retrieved from the anatomy using a snare.